Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial ; dry with debris on product. Visual inspection found haptic torn; bent and deformed with debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, 10.50 diopter, in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.